Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: please explain what was the exact complaint with the device during this surgery. When surgeon want to use it during surgery the secure strap covering pack was open. That means sterile pack was open was there any patient consequence? No. The following additional information was requested but unavailable: please indicate if the used device returned for evaluation with lot number kmz006 was the actual device with the reported packaging / sterility issue. If yes, please advise if the unsterile device was used during the procedure. Please indicate if the device returned for analysis was another device that was used in the procedure. If yes, was there a reported issue with this device during use? Evaluation: the analysis results found that the strap25 device was returned with no damage in the external components. In addition, no foil was returned for analysis. In an attempt to replicate the reported incident, the provided device was activated manually. Fired 2 straps at once, two times and then it fired 15 straps. The instrument was disassembled; upon disassembly, the staging leaf is observed to be deformed. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that the patient underwent lap ventral hernia procedure on (B)(6) 2018 and absorbable straps were used. When the surgeon went to use the device during the procedure, the device covering pack was open. There were no adverse patient consequences reported. No additional information was available.